Event description:
While on site to investigate a report "probe vertical drive errors" from the unicel dxh 800 coulter cellular analysis system, a field service engineer (fse) smelled smoke coming from the newly installed module resource controller (mrc) board. The fse did not observe sparks, arcs, flames, fire or visible smoke and there was no report of injury in connection with this event. The fire department was not called and the fire extinguisher was not used.

Manufacturer narrative:
The fse removed the mrc board and discovered that the integrated circuit (ic) chip (u2) on the mrc board was burned. The fse removed the mrc board and re-installed the original mrc board to resolve the issue. The fse then verified the analyzer's operation and no issues were noted. (B)(4).